Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. It was noted that there was blood in/on the helix. Visual inspection noted that the helix functioned within specs after cleaning.

Event description:
It was reported that there were problems with the helix during attempted implant. The lead was not implanted. No patient complications were reported as a result of this event.